Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like discoloration on screen hindering visibility, crack on back of pump, the pump rejected battery, sticky/unresponsive buttons and sensor failure alerts. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7040a.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no battery alerts/alarms on the event date of 24-apr-2025. Pump passed self test, sleep current measurement and active current measurement. Pump received with normal operating currents. No unexpected battery failed alarm during testing and in the pump history. The pump accepts the test battery during testing. All buttons function properly. No sticky buttons noted. No stuck key alarm found in the daily history. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or sensor failure alerts noted. No discoloration on the screen during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case identified during the visual inspection. Per observation that the knit line near the belt clip plate is normal. No cracks on the case during the visual inspection. In summary, pump passed required testing. Cosmetic damage at back of the pump (crack) was not confirmed, however, other cosmetic damage was noted. Customer alleged not confirmed for battery failed alarm (rejected battery change), sticky/unresponsive buttons, discoloration on screen and sensor failure alerts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.